Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On october 6, 2015 the lay user/patient contacted lifescan alleging that their onetouch verio meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 5pm on (B)(6). The patient reported obtaining blood glucose readings of "29, 20, 133mg/dl" and a message of "extreme low". The time difference between these results exceeded 20 minutes and so does not allow for lifescan to determine an inaccuracy. The patient manages their diabetes with self-adjusted insulin. The patient denied developing any symptoms. The patient reported consuming glucose tablets/gel five minutes after the alleged inaccurate readings. The patient reported testing their blood glucose on an accuchek meter at 10pm but did not provide the reading obtained. At the time of troubleshooting the cca verified that the unit of measure was correct. Replacement products were sent to the patient. This complaint is being reported because the patient may have suffered a serious injury associated with hypoglycemia while using the subject meter.